Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2006 due to dislocation.

Event description:
It was reported patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 1997. Subsequently, patient was revised on (B)(6) 2006 due to dislocation.